Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of high blood glucose readings and hospitalization from the insulin pump. The customer stated that they were hospitalized for high blood glucose readings over a year ago. The customer declined to speak with 24 hour hotline.